Event description:
Patient on 10 day post op, had striae on the left eye. Left eye was lifted and rinsed. Patient was treated with durezol. Patient experienced loss of best corrected visual acuity. Uncorrected visual acuity (ucva) on (B)(6) 2013, was 20/20 on the right eye and 20/30 on the left eye. Best corrected visual acuity (bcva) on (B)(6) 2013, was 20/20 on the right eye and 20/20 on the left eye. Patient stated left eye blurry.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic did not request field service or clinical support. Placeholder.